Event description:
In preparation for a procedure, the user selected a cook fusion omni-tome. It was initially reported that in the operating room of image-guided surgery, it was found, while preparing the equipment for the examination, that the plastic end of the device was broken, and curved over 20% of the circumference. Further information stated that the end of the sphincterotome was slightly cut and curved which did not allow the use of the device. This was interpreted as distal end of device distorted or damaged. There was no reportable information at this time. The returned device was received on 02/12/2024 for evaluation. The distal tip of the catheter was reviewed under magnification and a protrusion was noted in the damaged portion of the catheter tip. [Subject of report]. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. The photos provided by the customer show the distal tip of the complaint device. However, the photos are inconclusive for distal tip damage. Our evaluation of the product said to be involved confirmed damage to the distal tip. A visual inspection of the catheter was performed, and the distal tip of the device appears to be distorted/damaged with a portion protruding. It is not known at what point the distal tip became distorted/damaged. No section of the sphincterotome device appears to be missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device identified damage to the distal tip. A definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use contains the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The IFU also indicates the user should "carefully remove the precurved stylet from the cannulating tip." It is possible for the tip to become damaged during removal of the precurved stylet. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.